Manufacturer narrative:
(B)(4). Date sent: 8/30/2021. D4: batch # v94n87. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips. The event described could not be confirmed as no malformed staples were observed, the device performed without any difficulties noted, and no product defect was identified. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2021. H2: additional information received: -rep reported the surgeon likes to clip along staple line during robotic sleeve gastrectomy procedure rep reported discussing two-stage firing with surgeon -it is unknown if surgeon applies torque to the device while using in procedure. -it is unknown if any video is available of the procedure -surgeon has switched to using another manufacturer¿s device. H6: medical device problem code was added due to additional information received: use of device problem (a23).

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2021. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were scissoring. No patient consequences were reported.